Manufacturer narrative:
The DHR for part number pip-200-30p-ww (pip sz. 30 proximal), lot 170521t was reviewed. Review of manufacturing records for the lot showed no evidence of a nonconformance that may have caused or contributed to the reported event. The device has not been returned to integra. Review of the x-ray images provided confirm that the there is a crack between the head and stem of the product. While the failure is confirmed in review of x-rays, the root cause is unknown. In the past, similar issues that resulted in intra-operative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection. If the device is returned to integra, the investigation will be updated accordingly.

Event description:
It was reported that during a pip surgery, the insertion of the pip implant took place without any issue. However, when looking at the final x-ray, the implant was cracked in the phalanx. The product was in contact with the patient, but no injury or death was alleged. The event did not lead to an increase of surgery time. The product remained implanted. A letter was received on june 11, 2019: the patient stated that because of the crack in the implant, the patient had three x-rays performed and kinesitherapy, but the finger would not return to the straight position. The patient reported a second surgery was performed on (B)(6) 2019 (reason unknown), and third surgery took place on (B)(6) 2019 to remove and replace the broken implant. The patient reported she was still in pain, her finger lost mobility, there was a thick, red scar, and that the finger is bigger, not straight and weak. The patient could not use the finger as normal way. The device has not been returned to integra to date.

Manufacturer narrative:
Additional x-rays were received for review: from the later x- provided, it appeared that the implant was not seated. Finger extension over the top of this elevated, non-seated dorsal side could have led to the fracture. Of note, immediate post-operative x-rays showed one proximal component of the pip device aligned into the medullary canal of the 3rd proximal phalanx without a corresponding distal component. The outer configuration of the implant appears unadulterated, with no observation of implant mishandling or surface damage (thereby reducing implant strength leading to fracture). Implant fracture line is indicative however of improper trialing and impaction of the implant during insertion. The device has not been returned. Review of the x-ray images provided confirm that the there is a crack between the head and stem of the product. While the failure is confirmed in review of x-rays, the root cause is unknown. In the past, similar issues that resulted in intra-operative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection.